Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. While on support there were placement signal alarms. There were no flow, motor current, or purge issues and support continued. There was no reported harm or injury to the patient.

Manufacturer narrative:
The investigation for the reported issue has been completed. The device was not returned; however, based on data log review, the root cause of the optical signal issue was determined to most likely be a damaged optical fiber.